Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a diagnostic laparoscopy and cystoscopy performed during mesh implantation. It was reported that following insertion, the patient experienced pelvic pain, urethra pain, bladder infections, difficulty urinating, urinary retention, urinary incontinence, pain during intercourse and mesh erosion, emotional distress and depression. The patient¿s bipolar disorder has become worse at times due to continuous stress that comes with being in constant pain and fearful of pain. It was reported that the patient experienced mesh erosion and it was removed on (B)(6) 2004. It was also reported that the patient had surgery to loosen the pubovaginal rectus fascia sling to relieve urinary retention on (B)(6) 2004. It was also reported that the patient had an unspecified colorectal procedure in ~ 2007-2008. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a transvaginal hysterectomy on (B)(6) 2004.